Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer found that the bipolar energy would keep firing after the surgeon removed their foot from the pedal. The customer noted that the pedal was stuck in the down position. The technical service engineer had the customer check for obstructions but the customer stated that there were none. The customer noted that the issue did not affect the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was able to provide that they had swapped out the surgeon side console for the procedure completion as the issue originated from the defective pedals.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both the bi and mono polar pedals to resolve the issue. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Investigation revealed the following possible related system errors: erbe error m-1c "maximum activation time exceeded. (Release the energy activation pedal and reactivate if needed)" and erbe error m-10 "activation element (fingerswitch, footswitch) wasn't released within 5 seconds after the activation stopped (due to an error or autostop)." DHR review for the device(s) involved with the reported event is not relevant and not required at this time. The probable root cause is attributed to an erbe monopolar pedal and erbe bipolar pedal malfunction.